Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reported that in (B)(6) 2013 an unicompartmental left knee prosthesis has been implanted. After significant pain and a "hyaluride" injection that did not help with the pain, the patient went in consultation with the surgeon dr. (B)(6). The revision surgery occurred on (B)(6) 2018. At the opening, the surgeon noticed that internal condyle was fractured in two that cause the abrasion of the polyethylene and the titanium tibial component.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not be reviewed as the lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that in (B)(6) 2013 an unicompartmental left knee prosthesis has been implanted. After significant pain and a "hyaluride" injection that did not help with the pain, the patient went in consultation with the surgeon dr. (B)(6). The revision surgery occurred on (B)(6) 2018. At the opening, the surgeon noticed that internal condyle was fractured in two that cause the abrasion of the polyethylene and the titanium tibial component .